Event description:
It was initially reported by a pt's colleague that the pt was diagnosed with a cornea edema with inflammation in her right eye. The pt reported that they did not receive any instructions for use from the optician when the contact lenses were purchased. Treatment prescribed was reported as tobrex and ciloxan ophthalmic drops 8 drops per day. Add'l info received from the pt's colleague (B)(6) 2012. The first use of the contact lens by the pt was on (B)(6), 2011. After the first wear, she has removed the lens and put it on a handkerchief for one month. On (B)(6), 2012, she reused the contact lens with dirty fingers and did not use any lens care solution during the month. The same day, she went to hospital because she experienced red eye on right one. She was diagnosed with cornea edema, corneal ulcer, and anterior chamber inflammation. Extended cornea hypoxia was noted. The eye care professional concluded that this is the result of misuse by the pt.

Manufacturer narrative:
(B)(4): the device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, a follow-up medwatch will be filed. (B)(4).